Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated ther relion prime meter was giving variable readings. Customer woke up in the morning and checked her sugar and got 121 but she did not think she got an accurate reading so she checked her sugar again within a minute and got 28. She did not have any symptoms and nothing to eat. She was using proper technique and storing correctly. I just explained about the control solution test and to make sure to do a test first. Controls not used. Replacing product.